Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head electromagnetic field test was out of specification; lower case found out of electrical specification. Analysis also found the rf head label backing was missing, upper case lens was cracked, and the magnet was broken up. Product ID 229047 analyzer. (B)(4).